Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). Device evaluation: the pcb00 device was received inside a packaging box. The device was observed under microscope and the plunger was observed in advanced position and locked. Scarce amount of viscoelastic residues were observed inside the cartridge. Per direction for use (dfu) completely fill the viewing window with ovd. The lens was observed stuck between the cartridge tube and tip with the leading haptic out of the device. The pushrod was observed adhered to the lens. The lens delivery could not be completed since the lens was too hard to be removed. The device was opened and no defects were observed in the upper body, lower body neither in the pushrod. The complaint stuck in cartridge was verified however it could be caused by the scarce amount of viscoelastic used which causes the lens to not deliver smoothly. The complaint haptic damaged and iol torn could not be verified since the lens was not removed. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc) associated with the production order were found. The search in the complaint history revealed that two other complaints have been received for this production order number. The investigations were reviewed and are not related to this complaint. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the pcb00 intraocular lens (iol) was a bit stuck to the prong as it was deploying into the eye. The lens eventually was unstuck from the prong and in the eye, but the surgeon could see a dent or tear in the optic/haptic junction. The lens was removed and used the back up was used with no trouble. No additional information provided.